Event description:
It was reported to philips that the system shut down by itself and was unable to boot. The device was outside use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. Upon functional testing, the fse found that the os drive in the x-ray pc was faulty and confirmed that the x-ray pc was defective. The defective x-ray pc was returned for analysis, and it confirmed that the hdd was missing. To resolve the reported issue, the fse replaced the x-ray pc and reload the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.